Event description:
It was reported that a spectrum pump had a downstream pressure too high at 22. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream pressure too high at 22 was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification sensor mounting surface. The downstream plate shim thickness requires adjustment and downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.